Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error image on the insulin pump screen. The customer¿s blood glucose was 305 mg/dl. Customer stated that the insulin pump was beeping and red x that did not stop. Troubleshooting steps were provided for critical pump error. Customer was advised to discontinue use of the insulin pump and to revert to backup plan and the insulin pump will need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm or constant tone noted during testing.